Event description:
Additional information received noting that the physician is uncertain of the cause for the increased seizures. But it was noted to be most likely secondary to epilepsy worsening and not due to the vns. The increase was below pre-vns baseline levels; overall decrease and the patient was started on lacosamide.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient's mother reports that the patient had the worst seizure she ever had and stopped breathing but was revived. Eight months later she was dead from yet another horrible seizure. The patient started to experience an increase in seizures within days of undergoing a battery replacement. No other relevant information has been received to date.